Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of an infection. A drainage and medical intervention were performed. This system remains in service. There were no additional adverse effects reported.